Event description:
It was reported that during a lap rectum resection on the first firing, the staples on one side were not deployed though the other side were formed properly. This incident was found when a trocar of an anastomosis instrument was intended to be inserted. The site was resected with another device to complete the case. The doctor commented that the site was very low, so it had a difficulty in firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.